Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that implant fell while it was getting extracted form its original box, it disengaged from the driver. No impact to the patient.